Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with trellis 8 80x30. The customer states that the proximal balloon ruptured after the first use. The physician tried to inflate the proximal balloon for the second run, and noticed the balloon had ruptured at that time. The physician removed the entire device from the patient without a secondary procedure. There were no complications that occurred or patient medical intervention. The physician finished the case using the angioject device.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.